Manufacturer narrative:
Film evaluation summary: the thrombogenic renal emboli leading to acute renal failure and patient's death could not be assessed on the pre-implant films provided; however, the anatomical considerations reported to have contributed to the event, such as thrombus and tortuosity of the aorta were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: etlw1624c93ej, serial/lot #: (B)(6), ubd: 20-oct-2023, UDI#: (B)(4). Product ID: etlw1610c156ej, serial/lot #: (B)(6), ubd: 13-dec-2024, UDI#: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 51mm aaa. It was reported that during the index procedure etbf2813c145ej and etlw1624c93ej were implanted in the right main and etlw1610c156ej  was implanted on the contralateral side. It was noted that the proximal stent was not touched-up because the area near the renal artery was shaggy. No emboli were observed in the renal arteries during the final intraoperative contrast study. No endoleak was present and the procedure was completed. The patient's status changed suddenly and the patient died later the same day. The physician suspected that the death might be caused by a thrombogenic renal emboli during the operation leading to acute renal failure . The patients vascular morphology (very shaggy aorta) also contributed. No additional clinical sequelae were provided and the patient is expired.